Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the left ventricular lead and the atrial lead had high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.